Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, itchy and painful. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removal of lifevest for the skin irritation.outcome of the irritation is unknown.